Manufacturer narrative:
(B)(6). Results: the reported unit was returned and results confirmed the reported issue. One of the prongs on the male end of the buckle has broken off completely. The broken prong was not returned with the rest of the unit. Visual findings revealed excessive use of the product. The unit at the time it was evaluated was seven years old and may have been worn down throughout the years of use. Over time, repeated use and laundering can damage the unit. Additionally, improper laundering, maintenance and/or cleaning of the unit can also cause damage, as well as abusive handling. Being that the product is already more than 7 years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the broken prong on the male buckle. Although it is uncertain what may have caused the male end of the buckle to be broken, it can be speculated that the cause of the event is normal wear-and-tear due to the stress of usage over time. Note: instructions for use state, "always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products." All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the male piece of the buckle is broken. This issue was discovered during use; however, the exact date of event is unknown and there were no injuries reported.